Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: examination of the submitted device found evidence consistent with unsuccessful attempts to assemble with a tibial tray. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies. With the information provided, the root cause of the insertion difficulty cannot be definitively determined. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The type of this complaint is insertion difficulty due to an interlocking problem. On (B)(6) surgery for oa took place. During the surgery, the surgeon had a hard time inserting the implant in question. The use of a spare product was inevitable because many attempts that surgeon made during the surgery led to a number of damage on both sides of the surface of the product eventually. This trouble caused a 5-minute surgical delay, but there were no adverse consequences for the patient. It seems unreasonable to attribute the root cause to the wrong use, in light of the history that the hospital has implanted the attune products for more than 10 cases so far.